Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The health care professional stated that the patient cause of leaking was due to uti/recurring uti`s and e-coli. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they gave up on the therapy in (B)(6) 2018 as the therapy did not work for them. Patient has had several procedure done and they did not know if they needed to turn the implant off as they had a CT scan in 2017. They reported that every time they stand, they would leak urine and by the time they get to the bathroom, they do not need to go. Patient stated they turn stimulation off for their botox injection and refused to turn it on again because to them it might mess up with their injection. Patient stated they were at program 3 at 2.5v and the therapy was off. Patient was redirected to their health care professional. No further complications were noted or anticipated.